Event description:
It was reported that during the afib case, the patient's blood pressure dropped, an ice was performed which showed pericardial effusion. The patient had a pericardial drain placement. The pericardial drain was removed on (B) (6)2010. The patient had an echo on (B) (6)2010 confirming no pericardial effusion. The patient was discharged on (B) (6)2010.

Manufacturer narrative:
(B) (4). The catheter was discarded by the customer and not returned to biosense webster for investigation. Concomitant biosense webster products used during the procedure: carto 3 system (B) (4), model no. M-4800-01 (B) (4); stockert 70 system (st-1934), model no. M-5463-01 (B) (4); 3. Cool flow pump (B) (4), model no. M-5491-02. (B) (4); c3 nav variable lasso catalog no. Ln222515ct lot no.: unknown; ez steer coronary sinus catalog no.bd710fj282rt lot no.: unknown.